Manufacturer narrative:
The device will reportedly no be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, part of the c-ring on the vasoview hemopro endoscopic vessel harvesting system cannula broke off inside the patient's leg. The piece was retrieved by making a separate small incision, about a 1/4" in size. The harvester stated that it was done like a "stab n grab." This occurred at the end of the case so there was no need to open a new unit. The hospital did not report any patient effects. The product was discarded.